Event description:
It was reported that the implantable loop recorder (ilr) experienced a power-on-reset. There was a system error noted. The ilr was reprogrammed and is still in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.